Event description:
One patient has been burned, name is (B)(6) and I am the aesthetic nurse. The procedure was laser hair removal of underarms, bikini, and full leg with the lumenis lightsheer.

Manufacturer narrative:
Per service tech, regulatory inspection noted dirty touchscreen and energy meter glass. Handpiece tip dirty and looks clouded. Performed initial final and confirm energy output. Fired at 37j which was at 40ms. The display gasket was dislocated and dirty, replaced the gasket. The energy meter glass had thick coating of substance. Cleaned touchscreen, energy meter glass, and clean tip. Performed energy meter calibration. Performed necessary reliability improvements and final test. Root cause touchscreen and meter glass dirty.